Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). A revision surgery was performed in which the device was replaced with a new ipp device due to unknown reason. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was replaced because it was not working. The specific issue was not provided.